Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that prior to opening the parts, while working on removing the original parts, they found that a connector may have been not fully seated, but held in place by the cable bundle it was tied in with. They cut all the ties and reset all the connectors and then retied the bundle so as not to interfere with the connectors.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The ups and the mvs power board were re placed and the issue was resolved. The system passed a system checkout and was returned to an operational condition. Concomitant medical products: product ID: bi70000084r, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the viewing station of the imaging system would not power on after being plugged into a known operational outlet. The imaging system itself was noted to power on without issue. There was no patient present when this issue was identified.